Event description:
Information received indicates the bed has no functions but it does have power and there are no service codes.

Manufacturer narrative:
The technician found that the f2 fuse was blown due to a short in the left siderail ucm cable. He replaced the ucm cable and the f2 fuse to repair the bed.